Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition where the "channel does not close and will not receive tubing ". This condition has the potential to cause an interruption of delivery. This condition was found in the "picked up from sterile processing" department. This event occurred during programming/setup. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is colleague (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was not confirmed or reproduced. The root cause was not identified. No further action was taken to fix the reported problem since it was not identified. Additional information: a device history review was performed and no abnormality was observed in the manufacturing of this device. A service history review revealed that this device was previously serviced for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.